Event description:
It was reported that there were concerns this pacemaker was experiencing premature battery depletion (pbd) as the battery longevity was noted to be at three months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported.

Event description:
It was reported that there were concerns this pacemaker was experiencing premature battery depletion (pbd) as the battery longevity was noted to be at three months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No adverse patient effects were reported.